Event description:
Procedure type: tep. According to the reporter: the insufflation balloon did not open. No extension of surgery time by more than 30 mins, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into pt's cavity.

Manufacturer narrative:
(B)(4).